Manufacturer narrative:
Initial 3 of 9. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced nine infusion set fell off during use on (B)(6) 2026. Which led to high blood glucose. The high blood glucose was treated with water and pickle juice.